Manufacturer narrative:
D4 & h4 not available as serial number not available. Upon investigation of the actual device used in this incident, it was determined that active directory (adt) was not flowing to the pyxis system, causing room discrepancies and affecting multiple patients. A technical support specialist remotely accessed the server using remote support services (rss) and checked the logs. The tss later verified with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server active directory (adt) was not flowing to the system. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.